Event description:
Agfa received a notification from FDA of medwatch report # (B)(4) in which a customer in the us reported "generator/detector" error that read, "dr detector 1708bh's temperature is higher than the calibration temperature range (>29 degrees celsius). Image quality might be impacted. [(B)(4)])" investigation is underway and a supplemental report will be provided.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.see h10 for additional information.

Manufacturer narrative:
Agfa technical service and field service was unable to identify any complaints or logged evidence related to this reported incident. No further investigation can be done. The incident described is of an isolated case of a retake, which according to agfa's risk policy is in the broadly acceptable range. There has been no reported harm to patient or users for this event. There are no additional actions for this event.